Event description:
The pt has two percutaneous leads and one surgical lead placed in the occipital region (off-label). It was reported the pt felt her surgical lead was becoming superficial. F/u found the pt consulted with her neurosurgeon who felt a revision procedure was not needed. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.